Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and jailing occurred and the patient was sent for surgery. The target lesion was located in the left heart. Two synergy¿ drug-eluting stent was advanced to treat the lesion and set up similar to a kissing balloon technique; however, one of the balloons was not expanded enough and the stent dislodged. The was stent crushed to the side, jailing the circumflex. The patient underwent open heart surgery and a graft was placed. No further patient complications were reported and the patient's status was fine.